Event description:
It was reported that the patients pocket area was riding on the pelvic bone causing pain all around the implant area, hips and legs. The patient underwent a revision procedure. Additional information was received that the patients ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patients pocket area was riding on the pelvic bone causing pain all around the implant area, hips and legs. The patient underwent a revision procedure.